Manufacturer narrative:
Evaluation results: a visual inspection of the one (1) returned 8lpc device revealed discoloration on the outer cannula as well as wear on the tabs. Functional torque tests were performed with recorded results measuring lower than the specified requirements. Add'l analysis indicates that the wear exhibited on the returned device caused the torque to be lower. A review of the mfg records was conducted in which no similar non-conformances were recorded. The records also indicate this lot was 100% inspected and found acceptable prior to release.

Event description:
The inner cannula would not stay locked to the outer cannula on two (2) size 8 lpc, low pressure cuffed tracheostomy tubes. The first device was in use approx two (2) months and the second device was in use two (2) days. Add'l info relative to event/device usage indicates that the pt requires suctioning every three (3) to four (4) hours, receives various other treatments that require frequent locking and unlocking of the inner cannula. It was also reported that the inner cannulae are cleaned several times a day in full strength j2o2, which is contraindicated to device labeled instructions for use. The tracheostomy tube adult home care guide and video have been sent to the homecare pt's family to review and discuss with their physician. There was one (1) pt involved with no reported pt compromise. One (1) of the reported 8 lpc devices was discarded, one (1) 8lpc device was returned to the MFR on 2/14/97 for decontamination, analysis and investigation.